Manufacturer narrative:
No UDI#. Product is obsolete and product was manufactured on dec 2007, prior to the requirement of UDI. The coolgard console (sn (B)(4)) is a reusable device and has exceeded its expected service life of 5 years. The device is approaching 11 years old with no record of regular preventive maintenance. The customer report of a mid 26 (low battery) error message displayed by the 11 year old console indicates that the battery level of the li-ion battery inside the monitor of the console is low, the battery needs replacement. The console operated as intended. During preventive maintenance the battery is regularly checked and replaced every 5 years or less depending on usage. The console will not be returned for evaluation and service. The coolgard console is not being actively serviced by the manufacturer.

Event description:
The coolgard console (sn (B)(4)) displayed a mid 26 (low battery) error message. The reporter was unable to specifiy if the issue occurred during routine inspection or patient use. No further information reported.